Manufacturer narrative:
(B)(4). These events were reported to FDA on january 30, 2017 within a retrospective summary report. The FDA approval number for this summary report is e2016027. The total number of events being summarized for product code dxy is (B)(4). This retrospective review was performed following our firm¿s change in medical device reporting criteria. These reports represent events with alert dates in the two years prior to that change in reporting criteria. Product event summary: analysis found that the lock for the battery case was broken, the consumption current, rate, and ventricular output level was out of the specification. (B)(4).

Event description:
It was reported that the staff had checked the external pulse generator and found a loose connection at the power switch. No patient was involved. The generator is being sent for repair. No patient complications were reported as a result of this event.